Event description:
A site representative reported that during a cranial case, after a successful tracer registration, the system became unresponsive when attempting to add a microscope to the software. Representative was able to press ctrl-alt-backspace and this brought her back to the login screen. She then went into the cranial software and found the saved successful registration. The case continued as planned with independent use of the microscope and the stealthstation treon navigation system. No patient harm occurred.

Manufacturer narrative:
The patient weight has been requested, but not provided. A medtronic representative reported that the microscope had never been calibrated with the stealthstation treon system and that the treon had been used independently in subsequent surgeries. System is performing properly when used without the microscope.